Event description:
The device was used during a esophagus procedure. Reportedly a component disengaged into the patient's cavity during use. The surgeon retrieved the component and reported no injury to patient.